Event description:
Customer reportedly received results of 13.0 mmol/l and 4.0 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).